Event description:
Infusion set quick-set for minimed 780g has been repeatedly kinking and prompting high pressure alerts with subsequent infusion set failure. This issue is impacting my glycemic control through frequent failures and insulin delivery issues. I have been following product instructions and even sought additional help from customer service multiple times to troubleshoot the product but no additional assistance provided. Over half of the infusion sets have been failing and now I am out of infusion sets which has become increasingly frustrating. Customer service stated they will not send any additional infusion sets until first week of november. Now out, I am having to switch back to lantus/novolog due to this particular product failure which appears to be a design flaw. Previously I was getting a different infusion-set that had a higher success rate similar to minimed mio adv infusion but I have no idea why product suddenly change to a new infusion set. Latest failure from lot: 6007511, ref: mmt-399a, gtin: (B)(4), 23in, minimed quick-set (immediately kinked and failed (B)(6) 2024).